Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose level of below 40 mg/dl. Customer treated low blood glucose by taking juice. Customer current blood glucose was 170 mg/dl. Customer reported issues with notice on pump and stated that it shut off and was making siren noise. Customer had been using insulin pump with in 48 hours of low blood glucose event. Auto mode smart guard feature was active at time of low blood glucose event. The insulin pump will not be returned for analysis.